Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that the patient experienced a blood glucose (bg) over 500 mg/dl with polydypsia associated with air bubbles in the cartridge. At the time of the call, the patient¿s bg was 406 mg/dl with dry mouth and irritability. It was reported that there were recent changes made to the patient¿s basal rate by their healthcare provider. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it determined that the user was not filling the cartridge properly. This complaint is being reported because the patient allegedly experienced hyperglycemia due to use error in incorrectly filling the cartridge.

Manufacturer narrative:
The device has not been requested to be returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.